Event description:
Report received from the USA stating that the "hose has a hole in it." The event was not related to the surgery. There were no injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent.